Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken in two pieces, confirming the reported event. The fiber connector also had burn marks on the connector face. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. A noise was initially reported, indicative of blast shield damage. It is likely that the interaction between the blast shield and fiber may have led to overheating, ultimately causing the burning on the connector face. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber stopped working and the laser made a noise. Another fiber was tried, but the issue occurred again. Analysis of the returned fiber indicated that the fiber was received in two pieces. The procedure was completed with a third fiber. There were no patient complications. This complaint refers to the second fiber.